Event description:
Performed cardiac catheterization procedure. Pt had multiple prior procedures performed through both groin access sites, but because the pt had coronary artery bypass grafts, the physician elected to perform the procedure through the groin. After the procedure was performed, while attempting to remove the sheath. (St. Jude engage, 5fr x 12cm, cat# 5f-act, ref# (B)(4), lot #3492791) the sheath elongated and the tip of the sheath broke off external to the femoral artery. Wire access was maintained throughout. A cutdown was performed to retrieve the fragment(s). No fragments were in the artery. Reason for use: r/o new cad; chest pain.